Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03386 & 03387).

Event description:
It was reported that the patient underwent initial total hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2010 due to infection with e coli. Cement spacer molds were implanted. Patient was reimplanted on an unknown date with unknown product.